Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels have been noticed during in situ testing.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is currently not considered.

Event description:
Affected channels were noticed during in situ testing. The user had been reportedly wearing the device for minutes a day, on and off, and with no change in this behavior. Re-implantation has not been recommended given the user's lack of use.